Event description:
The integra marketing product manager reported on behalf of the user facility the following incident: the table clamp did not secure to the rail of the operating room bed. As a result the retractor system was not steady after setup, during the surgical procedure. Two in-services were performed on how to attach the table clamp to the bed. The customer requested a replacement.